Manufacturer narrative:
(B)(4).

Event description:
The patient reported not feeling stimulation. Therapy was not on. It was reviewed that it must be on to be effective. The patient was advised to turn stimulation on, but the issue was not resolved. The implantable neurostimulator (ins) was checked and it was off. A fall was mentioned but it had occurred prior to replacement. The patient was experiencing leaking/accidents. This was reported as a sudden change in therapy/symptoms. The patient had been reprogrammed on (B)(6) due to symptoms returning. It worked well for a while but the symptoms were returning again. She drank a cup of tea and a bottle of water the day of this report and barely made it to the bathroom. She had 3 accidents the week of this report. She had tried programs 1, 2, and 4 at 0.08 volts and she wanted to go to program 3. She was aided in switching to program 3 and it was at 1.8 volts. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.